Event description:
No harm to pt. During use of ethicon 5mm endoscopic clip applier, the device began to malfunction. The clips were not closing all the way, resulting in them falling off the common bile duct. Device removed. Lot number is k4dc8e.